Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient experienced inaccurate cgm values which occurred on an unspecified day after the sensor was inserted into the arm. On 11/20/2023, the patient was sitting on the couch when his daughter found him unresponsive, therefore, she called 911. No cgm/bg values were provided at this time. It was noted that the patient had no symptoms up to the point of losing consciousness, and stated the last known cgm reading he saw was 80 mg/dl. Once emergency medical service arrived, the patient¿s bg meter reading was 30 mg/dl (no cgm comparison value was provided at this time). Of note, the patient alleged the readings were 50 points off. The patient was transported to the hospital via helicopter. The patient was placed on ventilation and was unconscious for a week. While unconscious, the patient also experienced seizures. Upon regaining consciousness at the hospital, the patient has been unable to walk and will be attending 30 days of rehabilitation. The patient cannot recall the specific medications provided to him while hospitalized. The patient was later discharged to go home on (B)(6) 2023. At the time of the report, the patient was normal. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient lost consciousness. It has been reported that there was a difference in readings of 50 points off. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.